Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six inappropriate shocks due to atrial fibrillation with rapid ventricular response. The field representative provided the patient would continue to be monitored. This ICD remains in service. No additional adverse patient effects were reported.